Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system the issue was confirmed and is still under investigation. A system checkout was performed and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the health care professional (hcp) felt inaccurate by 2mm deep when navigating the passive planar probe after multiple spins. Navigation was aborted causing less than an hour in delay time. No impact on patient outcome.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.